Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray identified migration of both leads. Reprogramming was attempted but did not resolve the issue. A revision procedure was performed, during which the leads and anchors were replaced.